Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Predilation was performed with a balloon which had difficulty crossing the lesion. A 3.50 x 38 synergy¿ stent was advanced but failed to cross the lesion. Upon removal, it was noted that the stent strut was lifted. The lesion was then dilated several times and a non-bsc stent along with a non-bsc device were used and completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 3.5x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts 6-8 on the proximal end were damaged; lifted and pulled distally. Centre and distal struts were not damaged and the outer diameter (od) measured which is in specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination of the shaft polymer extrusion profile found a midshaft kink 5.7cm distal from the midshaft/hypo bond site. There was also a kink at the port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Predilation was performed with a balloon which had difficulty crossing the lesion. A 3.50 x 38 synergy stent was advanced but failed to cross the lesion. Upon removal, it was noted that the stent strut was lifted. The lesion was then dilated several times and a non-bsc stent along with a non-bsc device were used and completed the procedure. No patient complications were reported and the patient's status was good.